Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue was confirmed through testing. The visual inspection showed that the sideport tube was detached from the handle. The sideport tube was intact with no apparent issues. This report will be recorded and trended. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cryoablation procedure was performed in (B)(6). Towards the end of the case, the side arm used for flushing the flexcath steerable sheath became detached from the handle of the flexcath steerable sheath. The sheath was removed and replaced by a new one and the case was completed. No adverse event occurred.